Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump damaged the IV line. The issue was further described as "the floor was found wet and the intravenous (IV) was leaking. After inspection of the IV line, the line had been broken by the IV pump and fluid was leaking into the IV pump". There was no report of patient injury or medical intervention associated with this event. No additional information is available.